Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages and damaged belt) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to a pinched orange wire at the ¿dn¿ plug. The root cause for the pinched orange wire was excessive force. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing check therapy electrode messages and the belt was damaged.